Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® excluder® conformable aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly the patient had diseased and calcified iliac arteries, tortuous anatomy and 40 degree angulated aortic neck. It was reported that when deploying the main body, the handle was ¿tight when turning¿. There was one attempt to reposition the device, it was successful. Upon the secondary deployment step, it appeared under fluoroscopy that when the deployment handle was being pulled the device was reconstraining. The physician and field sales associate decided to use the back up hatch. Deployment was successful and no injury to patient. The patient tolerated the procedure.

Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
The device evaluation performed by engineering showed the deployment line access hatch lid had been removed from the device and both the constraining loop wire and the lock mandrel were returned having been cut from the device¿s handle. Engineering identified that the constraining loop and the lock mandrel were attached to the transparent knob. The constraining loop fiber was inspected, and no damage was identified to the constraining loop eyelet, fiber, or shrink tube and the attachment of the constraining loop fiber to the constraining wire appeared intact. There was some deformation at the skive cut where the constraining loop exits the lumen and the lock pin hole in the leading tip was not damaged. Based on the findings from the evaluation, the observation that ¿upon the secondary deployment step, it appeared under fluoroscopy that when the deployment handle was being pulled the device was reconstraining.¿ could not be confirmed with the available information. Engineering determined that the lock mandrel and constraining loop wire attached to the transparent knob of the handle of the device and cut in alignment with the use of the backup deployment line access hatch per the IFU. The physician¿s observation that they ¿decided to use the back up hatch" is consistent with the state of the returned device. No manufacturing deficiency could be identified.